Event description:
The surgeon stated he felt a slip during use of the a1059 mayfield modified skull clamp on (B)(6) 2016. The procedure being performed was a spinal fusion. The procedure continued using extreme caution since the device was in use on the patient. The doctor was upset. There was no patient injury. A1072 mayfield adult disposable skull pins were being used in conjunction with the skull clamp.

Manufacturer narrative:
Integra completed its internal investigation 11/14/2016. The investigation included: method: DHR review. Trend analysis. Device evaluation. Results: a review of dhrs containing lot code 141 and serial number (B)(4) showed that this lot passed the required inspection points without mrrs, reworks or variances. There is no service history for this device. No manufacturing or design related trend has been identified. The returned unit has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure; this would not have caused a slippage. When unit is properly positioned and put under pressure, unit would not have slipped. Conclusion: in summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2014 with no prior service history. The mayfield patient positioning for success chart has been provided to the customer as a refresher tool.